Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient¿s implantable cardiac monitor exhibited oversensing that appeared on af episodes. Patient was asymptomatic and was seen in clinic. Programming changes were discussed.